Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, the foreign material was thought to be a protection cover for endo therapy accessory tip of the non-olympus product. The user might have inserted endo therapy accessory into the device without detaching the cover, then the cover remained in the channel.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the brushing, some debris were found from the instrument channel. There was no report of patient injury associated with the event. It was additionally reported that the doctor used the subject device for an endoscopic retrograde cholangiopancreatography. After removing two old stents, new stent was pushed. While pushing the stent, a black wire emerged from the end of the camera. The doctor took out the camera and pulled out the black cable that emerged from the end of the camera. After that, the user used the same camera to complete the case. The camera was brushed and washed from the normal process and camera leak was not detected.